Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
A screw that was a component of the offset reamer handle was missing after cleaning.the number of screws had been counted before surgery and during cleaning procedure, there was no loss of screws. However after cleaning, one screw had come off.